Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device perforated fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("migraine"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles") and infection ("infection"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, menometrorrhagia and infection outcome was unknown. The reporter considered fallopian tube perforation, infection, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: date of insertion: 2015 (as per pif). Infection w/IV antibiotics or hospitalization. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('essure device perforated fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("migraine"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles") and infection ("infection"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, menometrorrhagia and infection outcome was unknown. The reporter considered fallopian tube perforation, infection, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: date of insertion: 2015 (as per pif) infection w/IV antibiotics or hospitalization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-feb-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of fallopian tube perforation ('essure device perforated fallopian tube'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: cervicitis, adenomyosis, leiomyoma, urinary frequency, vaginitis, candidiasis, anemia and menorrhagia. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pelvic pain"), migraine ("migraine"), menometrorrhagia ("protracted/irregular bleeding/menstrual cycles") and infection ("infection"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, migraine, menometrorrhagia and infection outcome was unknown. The reporter considered fallopian tube perforation, infection, menometrorrhagia, migraine and pelvic pain to be related to essure. The reporter commented: date of insertion: 2015 (as per pif). Infection w/IV antibiotics or hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2012, implant was seen on the right and left side. No dye was seen going past both implant. Proximal to the left implant was some spillage suggestive of fistula. The patient being stable. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021, mr received, reporter information , other relevant history and lab data added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.